Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple reports were submitted along with this report 0001825034-2022-00390. Only the two liners and liner plugs were returned and evaluated. Upon visual inspection both of the returned liners have indentations on the od, the locking feature, and the area around the scallops. Complaint sample was evaluated and the reported event was not confirmed. A review of the device history records identified no related deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that two 10 degree g7 freedoms liner did not seat after several attempts. The original neutral g7 liner was able to be re-implanted and removed and a neutral g7 freedom was finally used without incident. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03315.